Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that tubing of a opt944 optiflow+ nasal cannula was broken. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow+ adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge on the product. Results: visual inspection of the photograph provided by the customer revealed that the opt944 tubing was detached. However, the location where the tubing detached from could not be determined. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt944 optiflow+ adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt944 optiflow+ adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow nasal cannula is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that tubing of a opt944 optiflow nasal cannula was broken. There was no reported patient consequences.